Event description:
Staff alleges that the head section is slowly drifting down. There was no reported injury or incident.

Manufacturer narrative:
Bed located in ICU. Technician checked the CPR adjustment and the head down valve. Isolated the problem to the head down valve. Replaced the head down valve to resolve this issue.